Event description:
It is reported that the customer had trouble with his insulin pump. The patient's blood glucose level was at 103 mg/dl. The customer stated that he kept receiving a no delivery alarm but then realized he did not have any insulin in the reservoir. Customer was informed that he will receive a couple of reservoirs as a courtesy. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.